Manufacturer narrative:
The investigation determined that a discordant non-reactive vitros anti- sars-cov-2 total result was obtained from a single patient sample processed using vitros cov2tot reagent lot 0021 on a vitros 5600 integrated system. The customer did not provide any qc fluid information so it was not possible to make an appropriate assessment of the cov2tot reagent performance at the time of the event. Additionally, precision testing of the vitros 5600 integrated system was not performed when requested, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It was established that the discordant result for patient b on 17 november 2020 was obtained on a calibration that had been expired for some time. Therefore, the use of an expired calibration cannot be ruled out as a possible cause of the discordant result for that patient. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0021. (B)(4).

Event description:
The customer reported that discordant negative vitros anti- sars-cov-2 total (cov2tot) results obtained from samples from one patient on a vitros 5600 integrated system patient b result of 0.53 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It was unknown if the non-reactive vitros cov2tot result was reported from the laboratory to a clinician. However, ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).